Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal baclofen (type, lot number, concentration, and dose unknown) via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity. The patient's medical history and concomitant medications were unknown. It was unknown when the event/difficulty occurred. The patient was in for a ¿catheter revision¿. From evaluation previous to the operating room (or) date, the managing physician came to the conclusion that the patient had a spinal leak. The patient was in the or and the physician reinforced the existing purse string suture and did a blood patch. Per the physician, the patient had been complaining of non-responsiveness to the therapy. Diagnostics were performed and the conclusion was made that she had a spinal leak. A dye study was performed; however the date was not provided. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury¿.